Event description:
The account alleged that the brake casters and brake steer casters are not holding while in brake mode. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.